Event description:
A customer contacted beckman coulter inc. (Bec) reporting that there was excessive blood (1ml) on the slides, the rinse cup, and the dispense probe of their coulter lh750 slidemaker. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves. The lab's exposure control/risk management plans are in place. No injury or exposure was reported. No patient results were affected by this event.

Manufacturer narrative:
A service visit was set up however it was cancelled per request of the customer. The customer carried out their routine probe wipe and rinse cup maintenance and the issue was remediated. The root cause of the leak is unknown, but may be attributed to build up of the probe wipe and rinse cup. The bec internal identifier for this event is (B)(4).